Event description:
It was reported that this rv lead had a fracture. Subsequently, a leadless device was implanted. The patient had experienced arm and shoulder twitching for several weeks. No additional adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).